Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the device did not function as intended. The device was sent to supplier for evaluation. The following evaluation was received from the supplier: the initial customer complaint stated that the ¿device could not work¿. This can be confirmed, with the fault found to be a breakdown in continuity within the active circuit. A more detailed evaluation of the device found that the root cause to be a break in continuity across the electrical crimp contained within the handle. From our investigation we were able to confirm the customer reported could not work indicating an intermittent connection in continuity across the electrical crimp contained within the handle the evidence seen is consistent with previous devices that have been investigated under CAPA which has identified the components used in the process are not compatible for this method of joining and the root cause of this failure is a design fault. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Could not work. The device could not work in meniscus repair. Changed another one to complete. There was no adverse event on patient report.